Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "the patient used a poor quality water source" (no further detail was provided). The peritonitis was manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes of administration were not reported). Two weeks after onset, the peritonitis was resolved, the patient was recovered from the event, and the patient was discharged from the hospital. At the time of this report, dianeal therapies were ongoing. No additional information is available.